Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a diagnostic laparoscopy procedure, it was stated that during the second pass / activation of the instrument, the white tissue pad fell off and into the patients abdomen. The pad was retrieved and removed with no patient consequences. Case completed with another device of the same product code. There were no patient consequences reported.